Manufacturer narrative:
(B)(4). The primary and secondary IV sets were received for evaluation. The pcu event logs and data set were received but the customer was unable to download the pump module event logs. The investigation is pending and a follow up report will be submitted with the results once the investigation has been completed.

Event description:
The customer reported a secondary infused faster than expected. Stated an antibiotic in a 200 ml bag was hung as a secondary to infuse at 100 ml/hr but the secondary bag emptied sooner than expected (time not provided). Reported the primary bag was lower than the secondary. There was no report of patient harm. Medical intervention was not required. Although requested, no additional patient or event details were provided.